Event description:
It was reported by the customer that the bd pyxis anesthesia es system has sustained physical damage to the device and a software malfunction. The device near the paper printer was cracked and damaged. The customer indicated that the software application becomes unresponsive during the login process, resulting in a crash to the desktop needing a subsequent reboot. No additional information was provided by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d5, e1, e3, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had broken drawer facia. A field service engineer replaced 2 drawer covers to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the pyxis anesthesia es system has sustained physical damage to the device and a software malfunction. The device near the paper printer was cracked and damaged. The customer indicated that the software application becomes unresponsive during the login process, resulting in a crash to the desktop needing a subsequent reboot. No additional information was provided by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station had broken edrawer facia. A field service engineer replaced 2 edrawer covers to resolve the issue. The contact information was kept blank due to no information was provided by the technical support specialist. The system functioned as intended after the field service engineer troubleshooted the device.